Event description:
It was reported that this right ventricular (rv) lead was explanted due to pericardial effusion. Pericardialcentesis was performed. This rv lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field f10 impact codes and h6 impact codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to pericardial effusion. Pericardialcentesis was performed. This rv lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field f10 impact codes and h6 impact codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to pericardial effusion. Pericardialcentesis was performed. This rv lead was replaced with the same model. No additional adverse patient effects were reported.